Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes nurse educator that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 35 mg/dl at the time of the incident. The customer had inserted a sensor and was in the warm up period at the time of the incident. The sensor did not alert the customer that they were low. The customer wears hearing aids and it's hard for him to hear alerts. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident, and was driving a lawn mower. Troubleshooting was completed. Customer was having issues reconnecting the sensor and was advised to remove the sensor. The sensor will not be returned for analysis.